Event description:
The MFR received information alleging a ventilator's airflow was faulty. The device was not in patient use. The device was not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.